Manufacturer narrative:
A complete lead was returned with its helix fully extended and within product specification. The reported events of sensing problem, and pacing problem were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic 2 hours post-procedure. X-ray revealed the right atrial (ra) lead had fallen into the ventricle. Upon interrogation, ventricular signals appeared on the atrial bipolar channel. Pacing aai 90 bpm resulted in ventricular pacing. The patient presented for ra lead revision. Tissue was seen in the ra lead helix. The lead was explanted and replaced. The patient was stable.